Event description:
It was reported that shaft break occurred. Patient underwent an arterial iliac intervention. An 8.0x60x75cm express ld vascular stent was selected for treatment however. When attempting to insert the device into the sheath, the distal part of the catheter shaft broke. Incorrect sheath size is the potential reason for the damage but unable to confirm. A different stent was used to complete the procedure. No patient complications were reported.